Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. The event log was reviewed and there was no evidence of the reported issue. Three separate delivery accuracy tests were performed and the pump was visually inspected. The reported "failed accuracy" issue was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Fluid ingressions were found on the pump by the chassis base of the occlusion sensors. The expulsor assembly will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -12.15% during testing. There was no patient involvement.